Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that 358 power on reset (por) error code was seen. The meaning of the por was reviewed and included therapy turning off and reset to shipping parameters. There was an allegation of emi exposure as the patient was implanted the same day the issue began occurring. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.